Event description:
It was reported that the programmer had hard drive and/or software problems. Specific details were not available. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer does not power up. The programmer does not boot up with any system error or hard drive problem, however, it was noted that system errors had occurred in the past. It was also noted that the programmer hinge plate had one missing screw.

Event description:
(B)(4).